Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was not functioning so it was removed and a leak was discovered at approximately the 6 cm mark. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and determined to be use related. One 4fr s/l powerpicc solo was returned for investigation. The returned sample revealed evidence of use. What appeared to be tape residue was observed on the winged hub and extension leg. The 4-9 cm depth marks were partially worn from the tubing. The catheter extended 42.8cm from the distal end of the molded wing. A circumferential split was observed in the s/l catheter tubing between the 6 and 7 cm depth mark. The split coincided with a kink in the tubing. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split and kink observed in the catheter indicate that the tubing was placed in a location that was susceptible to kinking. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC was not functioning so it was removed and a leak was discovered at approximately the 6 cm mark. No patient injury reported.